Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the remaining longevity dropped from 58% to 15% remaining until the device declares elective replacement indicator (eri). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Additional information noted that this s-ICD has been explanted and returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of s-icds with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.